Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.